Event description:
Surgeon was performing orif of finger to repair left long p3 intra-articular volar base fracture. He inserted the screws and then he took an x-ray he noticed that one of the screws broke after insertion. Surgeon removed all fragments and replaced the screw with another one of the same size. Surgeon completed the procedure and there was no harm to the patient.

Manufacturer narrative:
Visual inspections noted the screw was returned in two pieces. The part was broken mid shaft. Dimensions that could be measured were found to meet specifications. Without a lot number the device history records review could not be completed.